Manufacturer narrative:
The user reported differences between the sg and the bg values. Based on a review of the sensor data available in the data management system (dms), the observed discrepancies occurred during the initial post-insertion period ("early wear time"), which is described in the user guide and supported by clinical performance data as an expected phase of sensor stabilization. The user was educated about this adjustment period and advised to continue using the system, entering any additional calibrations as prompted by the system. The user was informed that the system is expected to improve following stabilization. The dms review confirmed that the system remained active in use with current data. No device malfunction was identified, and no further investigation was required.

Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from blood glucometer measurements. No injury or medical intervention was reported.